Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels in the past however, no value was provided. The customer declined to provide additional information regarding the reported blood glucose events.